Manufacturer narrative:
H4: the lot was manufactured on march 2022. H10: the device was received for evaluation. A visual inspection was performed which revealed a disconnection between the tube and the chamber. The reported condition was verified. The cause of the condition was a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set experienced a separation issue. This issue was further described as, ¿when removing the equipment for washing with saline solution, the chamber equipment detaches and gets contaminated¿. This event occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.